Event description:
It was reported via social media that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the heart was pierced/perforated and a pericardial effusion occurred. A pericardiocentesis was performed with a pericardial drain being placed. The patient is now in atrial fibrillation and continues to have heart and chest pain.